Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, high impedance was noted on the right ventricular (rv) lead. Diagnostic imaging was performed which revealed externalized conductors on the rv lead. The rv lead will continue to be monitored and the patient was in stable condition.